Event description:
Facility reported that during a resuscitation attempt, it was noted that the squeeze bag on the device would not squeeze. Hospital was not able to provide information about pt condition, other than the pt was intubated and the pt suffered no ill effect.